Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Three attempts were performed to obtain additional information, but no response was received from the customer. Furthermore, given the fact that the device did not return, no actions to prevent or detect this failure can be stated, due to lack of evidence of misuse of this medical device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), it was recommended that the customer turn off the clv-190 before inserting the scope and to turn it on after the scope was inserted, it was recommended to reseat the maj-1933 cable between the clv-190 and the cv-190 while it was powered off, and lastly to clean the scope contacts with 70% isopropyl alcohol. The customer resolved the issue, but did not share additional details; therefore, the device will not be returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had a scope communication error (error code b30). There were no reports of patient harm.